Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) effluent bag leaked near the medication port. This occurred while in use with a patient during the drain phase of peritoneal dialysis therapy. The nurse noticed the leak and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.